Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer states he has covid-19 like symptoms and his spouse is testing positive as of (B)(6) 2023. Although requested, customer has not responded to technical supports three attempts to obtain further information.